Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced a breach in sterility.

Manufacturer narrative:
Investigation summary: one sample was received for evaluation. Visual inspection was performed finding the top web damaged. It is located towards the bottom part of the syringe, at 7/8¿ from the bottom edge. The top web is punctured; therefore failure mode is verified. This likely occurred during the packaging process and made it through final inspection undetected. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot# 8165825 for the same defects or symptoms. There was no documentation of issues for the complaint of lot # 8165825 during this production run.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced a breach in sterility.